Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged insulin pump have a logo of medtronic flashing on the display. Device received with a logo of medtronic flashing on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to logo of medtronic flashing on the display. Perform cut and open insulin pump visual inspection found moisture damage on j1/pcba2, 40 pins flexible. Swapping out test boards confirms display anomaly is isolated to pcba 2. Device had scratched case, cracked keypad overlay, cracked case corner of belt clip rails, label damage. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, customer alleged have a logo of medtronic flashing on the display, problem isolated to pcb2.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had flashing display. The insulin pump was alarming and showed medtronic startup screen. There was no other physical damage to insulin pump and no exposure to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.